Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been provided.

Event description:
The customer observed a false positive architect total b-hcg result on a 29 year old female patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): (B)(6) 2026, sid (B)(6); initial result = 542.31 miu/ml, repeat results = <1.2 miu/ml & <1.2 miu/ml (on i2000 analyzer). There was no impact to patient management reported.